Event description:
The max power level will not activate during case. An alternate device was used to complete the procedure with no pt consequence. After the case, it was discovered that the footswitch cable was defective.